Event description:
The pt fell and hit head on the implanted side. After incident, the pt was unable to hear with the pt's implant sytem. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been imformed that the explanted device should be returned to cochlear ltd.